Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode and both shoulder straps. Patient reported the irritation under the shoulder straps was open and red. There was no alleged device malfunction contributing to the irritation. Patient reported that her primary care physician gave her approval to remove the lifevest. Follow up indicated that the irritation is improving.